Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon unboxing the device, the videolaryngoscope screen had no backlight or battery indicator on the screen when turned on, just the light at on the camera stick during testing. The blade light illuminated, but the screen remained black. The battery was changed, but the device still did not function. There was no patient involved.